Manufacturer narrative:
Customer phone number: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the balloon in an arndt endobronchial blocker set did not inflate. During preparation for a cryobiopsy procedure, the blocker balloon was test inflated. The balloon did not inflate or inflated very slowly. A different device was used to complete the procedure. The device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information/correction: this complaint is being canceled. Additional information was received that indicates this event was reported in error. It was reported that three devices failed during three events. Four lot numbers were provided. On 11jul2022, additional information was received indicating lot number 14279455 did not experience the reported issue. Only three reports are necessary and are captured in medwatch report numbers 1820334-2022-01210, 1820334-2022-01211, and 1820334-2022-01212. No follow up information will be submitted for this report. This complaint will be canceled by the manufacturer. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received (B)(6) 2022 indicating no malfunction occurred with the device lot number captured in this report. Therefore, this report will be canceled.